Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil had a break in the neck region at the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The lead was difficult to place due to patient anatomy and once it was placed, high pacing thresholds and high out of range pace impedances were observed. The impedances were greater than 2000 ohms and the values were confirmed when the lead was tested via a pacing system analyzer. The lead was removed and replaced. No adverse patient effects were reported.